Manufacturer narrative:
(B)(4).

Event description:
It was reported "end user reported that while the goal of the blocker is to only have 1 cuff inflated to isolate, they were unable to do so potential to be user error as the lumens to inflate the cuffs are independent of each other so inflating one would not effect the other being inflated or not. It was not possible to have only one of the balloons inflated". No patient injury or harm reported. Additional device was used. Unknown patient condition at time of report.

Manufacturer narrative:
Qn#: (B)(4). The actual sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports that a visual exam was performed and no defects were observed. Functional testing was also performed 15ml of air was let in the balloon on the yellow extrusion through the yellow pilot valve and after approximately 60 minutes the blue pilot valve and the balloon on the blue extrusion started slowly inflating. A device history record review was performed and no relevant findings were identified. The manufacturing site reports that the complaint was confirmed. The root cause is listed as supplier related. A non-conformance was opened to address this issue.

Event description:
It was reported "end user reported that while the goal of the blocker is to only have 1 cuff inflated to isolate, they were unable to do so potential to be user error as the lumens to inflate the cuffs are independent of each other so inflating one would not effect the other being inflated or not. It was not possible to have only one of the balloons inflated". No patient injury or harm reported. Additional device was used. Unknown patient condition at time of report.